Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer that repeatedly failed and displayed a 'requires maintenance' message. The customer stated that the user was unable to retrieve emergency medications during procedures, which resulted in a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer ran diagnostics and found half-height matrix drawer 2-2 locking but showing open in hardware test application. Replaced the position sensor, recovered the drawer, and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer that repeatedly failed and displayed a 'requires maintenance' message. The customer stated that the user was unable to retrieve emergency medications during procedures, which resulted in a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.